Event description:
"Failed shocks were noted. (B)(6) rep attributed the failed shocks to the placement of the rv (right ventricular) durata lead being more proximal than the previous rv lead which was more apical." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).